Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. On (B)(6) 2021, the patient experienced a sensor error. The patient was not receiving readings on his tandem pump due to the sensor error; the spouse took him to the hospital. There they took a blood glucose reading which was 800 mg/dl and diagnosed with diabetic ketoacidosis (dka). The patient was admitted for 2 to 3 days at the hospital and there was no documentation about the treatment administered as the patient could not remember the medication. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.